Manufacturer narrative:
The customer reported that the central nurses station (cns) shut down on its own and booted into a blue screen. The biomedical engineer did a hard restart which resolved the issue. As a precaution, nka technical support representative checked the raid volumes and both hard drives. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) shut down on its own and booted into a blue screen.